Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle pelvic floor repair kit (exact type unknown) on (B)(6), 2010. The implantation procedure was completed with no issues, and the patient was discharged within a few days following completion of the procedure. However, the patient reportedly began experiencing complications following the discharge, including vaginal pressure, vaginal pain, vaginal bleeding, and dyspareunia. Reportedly, she continues to experience pervasive vaginal discomfort. All other information, including the patient's current condition, is unknown and reportedly unavailable.